Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure. Do not use sharp instruments near extension lines or catheter." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: there was an air leak noted at the extension line hub. The issue was identified during insertion. The device was removed. There was no reported patient harm, and they were reported to be fine.

Event description:
It was reported that: there was an air leak noted at the extension line hub. The issue was identified during insertion. The device was removed. There was no reported patient harm, and they were reported to be fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened antegrade hemodialysis kit for analysis. The catheter will be analyzed as part of this investigation. Signs of use were observed on the catheter cuff. Visual inspection of the returned catheter did not reveal any obvious defects or anomalies. Functional inspection was performed by flushing the catheter with a lab inventory syringe. No leaks or defects were observed on any portion of the catheter. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The distal end of the connector assembly was occluded, and the lumens were individually connected to the lab leak tester. The sample was tested per bs en iso 10555-1, section 4.7.1 (amrq-000075) which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c". The leak tester was pressurized to 300 kpa and held for 30 seconds. No leaks were observed from any part of the catheter during leak testing. A manual tug test confirmed the extension lines were fully secured within their respective hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use sharp instruments near extension lines or catheter." The customer report of a leaking extension line could not be confirmed by complaint investigation of the returned sample. The returned catheter showed no visual defects or anomalies, and no leaks were observed during functional testing performed per iso 10555-1. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample returned, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: there was an air leak noted at the extension line hub. The issue was identified during insertion. The device was removed. There was no reported patient harm, and they were reported to be fine.